Event description:
Customer takes insulin twice daily. Customer received reading on meter, dosed accordingly with insulin during the evening then awoke experiencing hypoglycemia. Paramedics were called. The freestyle meter read 156 mg/dl when the ambulance arrived, and comparison reading was taken by the paramedics with an unknown brand of meter with a result of 50 mg/dl.